Manufacturer narrative:
(B)(4).

Event description:
It was reported that in an unreal vt/vf episode, noise was observed in the rv channel. Noise was not reproducible with provocative testing. Programing changes were made. Patient will continue to be monitored. Patient was in good condition.